Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e3, g2, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 21-jun-2022 to 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen unexpectedly stopped responding due to incorrect version of remote support service. A technical support specialist updated the correct version to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the majority of the site's pyxis medstation es system screen froze and stuck on the blue carefusion screen. Switching on and off did not help. The customer stated that that there was a network outage and some of the pyxis devices failed to go into override mode and were stuck on carefusion screen that did not allow users to log in at all. The pyxis devices did not run offline. This led to medication delays to patients and procedures during surgery. After 30 minutes all the remaining units went into override allowing login. Customer added that there was a delay in patients discharge as unable to supply their own medication from the station. The customer additionally stated that this prevented offsite administration of vaccines from fridge as well as a delay in administration of scheduled controlled medication in the intensive care unit. The delayed medications were fentanyl, oxycodone injection pca, and oxycodone liquid. The customer confirmed that there was no harm reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen froze due to incorrect version of remote support service. A technical support specialist updated the correct version to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system screen froze and stuck that delaying medication administration during surgery. Customer added that there was a delay in the patient's discharge as unable to supply their own medication from the station. The customer additionally stated that there was a delay in administration of scheduled controlled medication in the intensive care unit. The delayed medications were fentanyl, oxycodone injection pca, and oxycodone liquid. The customer confirmed that there was no harm reported based on this incident.